Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was introduced and the opening of the device worked easy. They started very distally in the media and pulled the device distal to the opthalmica. Approximately when the device was opened, 60% of the device failed to open. They tried the push and pull method a long time but decided a new device needed to be used. A second pipeline was used with a similar result. The fred device was successfully implanted. The pipeline was not used off-label and the pipeline was prepared as indicated in the IFU. The pipeline had more than 50% deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or devices used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was administered but the pru level was unknown. The angiographic result post procedure showed a flow diverter (fred) was implanted successfully. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. It was noted the patient's vessel tortuosity was severe. Ancillary devices include: navien fxa058-125-08 guide catheter and a phenom27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the event was thought to be related to a handling problem. The distal access of the navien was too proximal and the devices were too big. The stimulation, which was done post-procedure, suggested a 4.5 device. The 5mm decide did not open as well, but the 4.5 device was able to be positioned without big difficulties.